Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP,bipap and mechanical ventilator devices. The manufacturer received information alleging stuffy nose,dizziness,sneezing. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received on 03/03/2025, and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging stuffy nose, dizziness, sneezing related to a CPAP device's sound abatement foam. Additional information was received about alleged visualization of particle. There was no report of serious patient harm or injury.